Event description:
Litigation papers allege the following: in (B)(6) 2003 patient underwent a surgical procedure to implant an asr hip. In approximately (B)(6) 2008, patient began experiencing symptoms including, but not limited to, discomfort, squeaking, pain, and soreness, which in turn negatively affected her ability to walk, move, and sleep. Patients surgeon investigated her symptoms and in approximately (B)(6) 2010, concluded that the problems were stemming from the asr hip, and that patient was going to have to undergo revision surgery. In (B)(6) 2011, patient underwent revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.